Event description:
The study reported 1 patient was revised to a total knee due to pain without identifiable cause 4.5 years post-op. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). This is combined initial and final report d10: . G2- new zealand literature: samuel j lynskey, christopher m frampton, timothy g lynskey (2024) my orthopedic surgeon suggests a unicompartmental knee replacement: a detailed look at the long-term outcomes of a single surgeon¿s practice. New zealand medical journal (1-10) https://nzmj.org.nz/journal/vol-137-no-1588/my-orthopaedic-surgeon-suggests-a-unicompartmental-knee-replacement-a-detailed-look-at-the-long-term-outcomes-of-a-single-surgeo. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot numbers. A review of the complaint histories could not be performed due to missing reference and lot numbers. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.